Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), product type: catheter. Product ID: 8598a, serial# (B)(4), product type: catheter. (B)(4) applies to catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was receiving an unknown drug. The reason for use of the implantable pump was spinal pain. It was reported that there was cerebrospinal fluid (csf) coming out of the patient¿s current catheter. It was stated that only boots and anchor were used. Additional information was received from the rep on 2017-feb-07, stating that the patient seemed to not have been receiving the amount of medication which was required. Therefore the surgeon went in to find the issue. Spinal segment of catheter seemed to have had a little kink. Upon removing a small section (5 cm) they obtained csf which told the surgeon that catheter was working fine. It didn't require to change out the spinal segment of the set. It was reported that the issue had been resolved. Additional information was received from the rep on 2017-feb-08. The patient wasn't feeling pain relief which had the surgeon wondering, which lead him to want to check the pump and catheter in the operating room. To the rep¿s knowledge, the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.